Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What tissue was being approximated or sutured when it broke? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and barbed suture was used. It was reported that the suture broke when it was used during an unknown surgery. Changed another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent to the FDA: 05/11/2020. Additional h3 investigation summary: it was received for analysis a used open sample of product code sxpp1a405, lot mez894. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of strand and no suture breakage was found. However; body fluids at barbs were noted and the sides of fixation tab were broken appear to be by the use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no performance breakage suture was noted.